Event description:
Diagnosed with stage 4 lung cancer. As a never-smoker, after several months of coughing, I was diagnosed with nsclc, with the egfr 19 deletion mutation. Biomarker testing showed my cancer was not hereditary, and my home tested negative for radon. I'd started using a philips dreamstation CPAP in 2018, immediately after getting a pacemaker. During that procedure my chest xray was clear. By (B)(6) 2022, I had masses and cancerous lymph nodes in both lungs. After diagnosis, additional biomarker testing identified the egfr 19 deletion mutation. Since (B)(6) 2022 I've taken one-pill a day targeted therapy (osimertinib) and had a left-upper lobectomy.